Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5113726. UDI: (B)(4).

Event description:
It was reported that the patient was getting some stimulation in the ribs. The patient underwent a revision procedure wherein the lead position was adjusted. The patient was doing well postoperatively with full coverage of pain areas. The lead remains implanted and in use.